Manufacturer narrative:
The customer reported that their qc was passing before the event, and was not rerun when the problem occurred. A review of the alarm trace data revealed abnormal probe sucking and sample short errors. These are indicators of possible poor sample quality. The field service engineer (fse) confirmed the problem was due to using an incorrect method for updating the water calibrator. The fse rebuilt the water calibrator and verified the instrument by recalibrating all affected applications, rerunning qc, and repeating patient samples. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable lactate/lactate stat assay result for a patient sample tested on a cobas 6000 c (501) module. The initial result was 0.25 mmol/l. The repeat result was 2.54 mmol/l. The repeat result was deemed correct.